Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 223 mg/dl at the time of the incident. The customer stated that she has gone through 3 infusion sets and her blood glucose gone up high. The customer stated that she changed her sets and the cannula was not attached to the adhesive sets. The customer mentioned that the insulin was filled with air bubbles. The customer declined to troubleshoot. The reservoir will not be returned for analysis.